Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's significant other that a revision procedure was performed where the pacemaker system was taken out of service due to both the right atrial (ra) and right ventricular (rv) leads having insulation damage through to the conductor coils. The patient's significant other stated that the device was explanted and both leads were surgically abandoned. During the call with boston scientific technical services (ts), the patient's significant other also noted that the patient had previously experienced a staphylococcus infection. No additional adverse patient effects were reported.

Event description:
Additional information was received from the clinic that the right atrial (ra) and right ventricular (rv) leads were fractured.